Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: synthes rep, informed on (B)(4) 2013, reported that both variable angle dorsal distal radius plates were broken. The patient underwent a surgical procedure in (B)(6) 2013; the patient was fitted with a plaster to promote wound healing. After 19 days, the patient started active mobilization (without load bearing). The locking compression plate (va-lcp) dorsal distal radius plates were noticed to be broken on the (B)(6) 2013; at the poli-clinic check-up. It was noticed the patient had deformity, pain, and functio laesa; the patient indicated that no additional trauma occurred. An x-ray revealed the dislocation and 2 broken plates. This device is 2 of 2 reported for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed on (B)(6) 2013 and no complaint related issues were found. The engineering investigation completed on (B)(6) 2013 of the returned 2 va-lcp dorsal distal radius plates 2.4 revealed the breakage of the two va-lcp dorsal distal radius plates occurred at the third proximal plate holes close to the area of the bone fracture the dimensions of the investigated plates were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of plate a* is 6.45 mm and the thickness is 1.99 mm. The width of plate b* is 6.46 mm and the thickness is 2.01 mm. When examining the proximal fracture surfaces of the plate a and of the plate b using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The cracks started at the upper side of the plates and ran into the material. After breaking, the two plate fragments rubbed against each other causing destruction of the fracture surfaces (abraded and shiny areas) .at a higher magnification fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed mainly structural breakage appearance (crystallographic oriented fatigue fracture) and some subsidiary cracks. Structural breakage appearance is typical for pure titanium and indicates moderate loads. Documented fatigue cracks close to the initial fracture zones of the plate b indicate multiple crack initiation. Sem observations and findings showed that the plate failure was caused by fatigue and over­ load. The va-lcp dorsal distal radius plates were implanted on (B)(6) 2013 because of a distal radius fracture on the left side. According to the device report the patient had post­ operative a plaster due to wound healing and after 19 days she started active mobilization without load. The breakages of the two plates were found on (B)(6) 2013. The revision surgery to remove the broken implants and replace them by means of a va-lcp 2.4 mm volar two-column plate was performed on the (B)(6) 2013. Based on the topography of the fracture surface we can conclude that the implants were subjected to dynamic bending and minor torsional loads I moments. Constantly alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the two va-lcp dorsal distal radius plates. The plates could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activity of the patient may have played a certain role. A failure resulting from either a material defect or the manufacturing process can be excluded. The complaint was determined to be invalid. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn since the evaluation of this device is ongoing. A review of the device history records has been requested.